Manufacturer narrative:
Correction information provided in: a1 (patient identifier), a2 (date of birth), a2 (age at time of event), a2 (unit of measure - age), and a3 (sex). Additional information provided in: d1 (brand name), d2a (common device name), d2b (product code), d4 (model number), and d4 (catalog number).

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to erosion. There was no clinical consequence related to the surgery. No other information was provided.

Event description:
It was reported that patient had the device explanted due to erosion. There was no clinical consequence related to the surgery. No other information was provided.